Event description:
Covidien multifire endo gia stapler would not open until forced. Subsequently, the load was noted to be disfigured and bent. Replacement operated correctly. Load had been discarded. Not used on patient.